Event description:
It was reported that during a lap donor nephrectomy procedure, the harmonic cord coiled and caused the activation button to jam in the on position. They uncoiled the cord and continued the procedure with this device without any patient impact.

Manufacturer narrative:
Information anticipated, but unavailable at this time.